Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the navigation system on-site and the reported behavior could not be replicated. The system functioned normally during testing.

Event description:
A medtronic representative reported that the navigation system unexpectedly exited from the software. It was reported that when images taken the imaging system were pushed to the navigation system, the software exited unexpectedly. The user re-entered the software, and the behavior recurred while the user was reviewing plans. There was a reported delay to the procedure of less than 1 hour due to this issue. The system was successfully used for the procedure and the patient was not impacted.

Manufacturer narrative:
(B)(6). The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.